Event description:
It was reported that the insulin pump alarmed during the prime process. Nothing further reported.

Manufacturer narrative:
Motor error alarmed during the basic occlusion test and unable to prime during the prime test due to loose drive support disk. The insulin pump received with scratched display window, cracked reservoir tube lip and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.